Event description:
It was initially reported that the pt's device was unable to be interrogated during a recent appointment. It is unclear why the pt's generator is unable to be communicated with as no troubleshooting was indicated. Mother states they have used the magnet frequently over the last month ((B) (6) 2009), and she states that the vns is working 60% of the time. No further has been provided. Good attempts to obtain add'l info have been unsuccessful to date. The pt is expected to have revision surgery.